Manufacturer narrative:
The t:slim pump user guide states that the user can adjust the auto-off alarm setting (the default value is pre-set to 12 hrs, but it can be set anywhere from 5 hrs to 24 hrs, or off). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (560 mg/dl) and passed out. The customer reported did not know of the cause of the bg level. The customer was taken to the hospital approximately (B)(6) and after a week was transferred to a rehabilitation facility. The customer reported was in the rehab because was very weak and needed a walker until strength returned. The customer does not recall what treatment was received in the hospital. The customer released from the hospital approximately (B)(6) and transferred to the rehab and stayed there for 7 weeks. The customer stated that their healthcare provider discontinued them from using the pump and has not been on the pump since (B)(6). During troubleshooting with tandem technical support, it was identified in the pump logs that intermittent, multiple auto off alarms were received and followed by a resume pump alarm. The customer does not recall if bg levels were affected by the reported occurrences because the customer could not recall the specific date admitted in the hospital and could not recall if this occurred prior or after the hospitalization. Tandem technical support educated the customer on the reason for the auto-off alarm and to check with their healthcare provider before modifying the setting. The customer acknowledged.